Event description:
It was reported that a customer experienced an occlusion alarm on an unknown infusion pump. This occurred a few minutes after the nurse hung a new intravenous bag or piggy back (secondary set) during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Upon receiving follow-up information, the device involved in the reported event is a sigma pump. Baxter healthcare does not have reporting responsibilities for this device. The manufacturer has been made aware of the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.